Manufacturer narrative:
The device remains implanted. A request has been sent to the field for an update on this event. Should further information be received, this report will be updated.

Event description:
It was reported during ongoing use, the battery was showing premature depletion. Technical services was contacted and was able to determine that the reason for the rapid decrease in battery consumption was due to high rate atrial sensing. Sam software had been installed, and is also the cause for the rapid decrease in battery consumption. Reprogramming the device was recommended to recover the device's battery. No further information or updates have been received at this time. The device remains implanted, and no adverse patient effects were reported.

Event description:
It was reported that during ongoing use, the battery was showing premature depletion. The estimated longevity had decreased by 3 years in the last 10 months. Additionally, the patient had significantly high atrial rates. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that the increase in battery consumption was due to high rate atrial sensing. Additionally, the device has sam software installed and enabled, and in the presence of high atrial sensed rates, consumes additional power. A technical services consultant recommended to evaluate the sudden change in high rate atrial sensing. Otherwise, to consider some programming options to recover the device's battery. The device remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.